Event description:
It was reported that the unspecified bd¿ infusion set had a fused connection below the drip chamber, rendering it blocked during the priming process. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "clinician reported a fused connection below drip chamber and couldn¿t prime."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city, and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the safety devices on an unspecified number of unspecified bd¿ infusion sets were cracked, leading to tubing leaks during the tpn infusions. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "clinician provided general feedback of buretrols cracking, miscellaneous tubing leaking. Seems to always happen with tpn."